Manufacturer narrative:
Correction to d4 (serial #): the serial number was previously reported in error; the value provided corresponded to the device's UDI. No serial number is available for the product involved in the incident.

Manufacturer narrative:
Updated d9: is this device available for evaluation? & return to manufacturer. Updated h3: device evaluated by manufacturer? Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Event description:
According to the customer contact on 3/30/2026, after purchasing the product on "(B)(6) 2026", "she applied the bandage to her abdomen where a boil was developing". The customer reported, "during a subsequent doctor's visit, when the bandage was removed, she was informed that she had sustained a third-degree burn in the area."

Manufacturer narrative:
According to the customer contact on 3/30/2026, after purchasing the product on "(B)(6) 2026", "she applied the bandage to her abdomen where a boil was developing". The customer reported, "during a subsequent doctor's visit, when the bandage was removed, she was informed that she had sustained a third-degree burn in the area." The customer contact noted, she is "receiving ongoing medical care related to the injury" and was "treated on (B)(6) 2026 for 3rd degree burns at mahec internal medicine in asheville nc". The customer contact also reported a "follow-up visit on (B)(6) 2026." Following the reported incident, the customer contact stated the area was "still painful", and the customer reported having "lots of anxiety." No additional information is available regarding the customer reported issue at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.